Event description:
It was reported during inventory control a star-drive screwdriver was found to have a broken tip. No patient was involved the report indicated the incident occurred outside of the operating room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The source of the manufacture date is the release to warehouse date. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service eval/review was performed. The investigation of the complaint articles has shown that: the customer reported the tip of the inner shaft was broken off. The repair technician reported tip broken as the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.